Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) homechoice cassettes were damaged; this was further described as the lines were "tearing apart when separating" and "torn patient lines¿. This was observed during set up for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual devices were not available; however, a companion sample was received for evaluation. Upon visual inspection of the companion sample, there was no issue noted. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was not verified on the companion sample. Additionally, six (6) photo samples were received for evaluation. Upon visual inspection of the photo samples, the tubing had been torn apart separating the tubing lines and damage was observed on the tubing. The reported condition was verified on the photo samples. The cause of the damage is due to the rf tack sealing operation during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.